Manufacturer narrative:
After battery installation device gave an unexpected white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to verify missing segments or partial display due to display anomaly. Unable to perform functional testing including self-test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test or displacement test due to display anomaly. The device was received with cracked select button keypad overlay and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's spouse that the insulin pump would not stop alarming. The screen appeared to be solid white. The customer's blood sugar is unknown. The insulin pump will return.